Manufacturer narrative:
Eval: we are anticipating the return of the sample involved with this report. Upon receipt of the event sample, and completed investigation, a f/u report will be submitted. We can report that we have not had any other reports on this lot number and the lot quantity was 17,640 units.